Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used to perform circular anastomosis of the colon in a low anterior resection procedure. The device performed properly and there were no indications of leaks or anything wrong with the anastomosis during the procedure. The 2/3 days post op, the patient who had a medical history of complicated diverticulitis showed signs of being sick and was taken back to the operating room. The patient had a leak at the anastomosis. They had to oversew the anastomosis to resolve the issue. The event lead to extended patient hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used to perform circular anastomosis of the colon in a low anterior resection procedure. The device performed properly and there were no indications of leaks or anything wrong with the anastomosis during the procedure. On 2/3 days post op, the patient showed signs of being sick and was taken back to the operating room. The patient had a leak at the anastomosis. They had to oversew the anastomosis to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.